Manufacturer narrative:
On (B)(6) 2019, mentor received additional information that the patient presented with mammary ptosis and underwent replacement with 350cc mentor memorygel breast implant, catalog # 3503504bc, left serial # (B)(4) and right serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12-sep-2019, mentor received additional information that the lot number initially reported was incorrect, and that the product received with lot number 5745391 was the correct device for the patient. The correct lot number 5745391 has been updated on file. On 18-sep-2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: during visual evaluation a crease was observed in the anterior view expanding to the posterior view. Leak testing revealed there was a tear within the crease in posterior view measuring approximately 1.0 cm . No additional anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Deflation, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a 200cc mentor smooth round moderate profile saline breast implant and experienced postoperative left-sided deflation and right-sided capsular contracture (baker grade 4). The diagnoses were confirmed by a medical professional. As a result, the patient underwent explantation on (B)(6) 2019. This medwatch report is for the left-sided implant.